Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 12/06/2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted on (B)(6) 2016. Patient reported that their husband found them unresponsive and called the paramedics. The patient was taken to the emergency room (ER) and was administered sugar glucose intravenously. Prior to treatment, patient's glucose was at 21mg/dl. The patient was also given a sandwich and discharged the same day. During the time of inaccuracy, patient reported that the cgm was reading 88mg/dl compared to the bg meter which was reading 26mg/dl. At the time of contact, the patient was doing fine. Additional event or patient information is not available. Data was provided for evaluation. The reported event of cgm inaccuracy was confirmed. A root cause could not be determined. Calibration was not performed after experiencing inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally, the sensor was worn beyond seven days. Labeling indicates: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.

Manufacturer narrative:
(B)(4) patient identifier- correction, date of birth- correction, sex- correction, weight- correction, date of event- correction.